Event description:
Caller states she tested 2.90 inr on the coaguchek xs system and 2.10 inr on a comparison lab. Caller states that the "sintron therapy" was changed after the test on the meter. No other actions were reported taken or treatment received. A request was made for the return of the affected product. Caller states that she no longer has the strips, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).